Event description:
The following has been reported: pump giving pump problem alarm, biomed duplicated problem. No patient harm. Pump was offsite and no serial # provided at that time, biomed retrieved pump on 1/9 and then there were difficulties downloading logs. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 6) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Some burrs were found to be sticking into and damaging the diaphragm on the negative side of the air compressor. This caused an inconsistent negative recharge failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.